Manufacturer narrative:
The involved spectrum autopass needle is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. (B)(4). To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the spectrum autopass suture passer needle with a spectrum autopass suture passer in a shoulder arthroscopic rotator cuff repair procedure, the tip of the needle broke off while it was being used to pass the suture through the tissue. As reported, the tiny broken tip was removed via suction and irrigation with no problems noted. The procedure was otherwise completed with no further complications or serious injury to the patient.